Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had been doing well until approximately 26 days post-implantation of the lvad when he developed chest pain and dyspnea. A pump exchange was subsequently performed due to suspected thrombus. Historical pt info provided included a tricuspid valve repair (tvr) and pt foramen ovale pfo repair at the time of implant. The pt also had an ectopy immediately post operatively - pat. Intermittent power spikes were noted at the same time necessitating the institution of heparin, aspirin, and persantine. It was also reported that the pt had chronically elevated levels of partial thromboplastin time (ptts) and was found to test positive for the antiphospholipid antibody. As a result, the pt's goal inr was then 2.5-3.0. At the time just prior to the pump exchange, the pt had a low grade temperature. The MFR also rec'd user facility report (B)(4) which stated that "pt presented with intermittent power spikes, rising ldh, dark tea colored urine and dizziness. Echo revealed lvedd increase and opening of the aortic valve. Pt went to the operating room on for pump change-out."

Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support. No further issues have been reported. (B)(4). The explanted pump was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.